Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received info that this pt had a ventricular tachycardia (vt) and ventricular fibrillation (vf) storm. The subcutaneous implantable cardioverter defibrillator (s-ICD) delivered over fifteen shocks, some were successful in converting the arrhythmia and others were not. In one episode therapy was exhausted. It was reported that chest compressions were performed for over thirty minutes. The pt was resuscitated and has had no neurological complications. An x-ray eval aws done and the electrode appeared to have moved; the coil of the electrode appeared to be low and to the left. The physician attributed the non-conversion of the events to the electrode position. There were no allegations related to the functionality or performance of the device. The s-ICD system was explanted and replaced with a transvenous system. No other adverse pt effects were reported.